Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding (general") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vitamin d deficiency. Concomitant products included colecalciferol (vitamin d) and progesterone (progesteron). In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), uterine disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ mood swings"), urinary tract infection ("infection ¿ uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and urticaria ("rashes or skin conditions ¿ hives"). The patient was treated with surgery (on (B)(6) 2017, she unserwent total hysterectomy). At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, dyspareunia, menorrhagia, female sexual dysfunction, uterine disorder, bladder disorder, tooth disorder, dysmenorrhoea, fatigue, alopecia, mood swings, urinary tract infection, migraine, headache, nausea and urticaria outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, urinary tract infection, urticaria and uterine disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events: abnormal bleeding (general. Apareunia (inability to have sexual intercourse), dental problems, dysmenorrhea (cramping), fatigue, hair loss, hormonal changes ¿ mood swings, infection ¿ uti(bladder or urinary problems), migraines, headaches, nausea, rashes or skin conditions ¿ hives were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, candidiasis, gravida ii, parity 2 and peptic ulcer. Concurrent conditions included vitamin d deficiency. Concomitant products included progesterone (progesterone) and vitamin d nos (vitamin d). In (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), dyspareunia ("painful intercourse"), menorrhagia ("excessive and abnormal bleeding during menstruation"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss"), mood swings ("hormonal changes ¿ mood swings"), urinary tract infection ("infection ¿ uti;bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and urticaria ("rashes or skin conditions ¿ hives"). The patient was treated with surgery (on (B)(6)2017, she underwent total hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, dyspareunia, menorrhagia, female sexual dysfunction, tooth disorder, dysmenorrhoea, fatigue, alopecia, mood swings, urinary tract infection, migraine, headache, nausea and urticaria outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, tooth disorder, urinary tract infection and urticaria to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-jan-2019: medical record received. Reporters, patient demographics, medical history and laboratory data onset date were added. Lot number added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no. C91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, vulvovaginal candidiasis, gravida ii, parity 2 and peptic ulcer. Concurrent conditions included vitamin d deficiency. Concomitant products included etonogestrel (nexplanon), medroxyprogesterone acetate (depo provera), progesterone (progesteron) and vitamin d nos (vitamin d). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes ¿ mood swings") and urticaria ("rashes or skin conditions ¿ hives"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection ¿ uti;bladder or urinary problems or changes/ constant uti"). In (B)(6) 2017, the patient experienced post-traumatic stress disorder ("post traumatic stress disorder") and depression ("depression"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dental caries ("dental problems-rotted teeth"), dysuria ("urinary problem") and bladder disorder ("bladder problem"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), azithromycin (azo), diphenhydramine hydrochloride, surgery (on (B)(6) 2017, she underwent total hysterectomy) and tooth pulled. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, mood swings, urinary tract infection, migraine, headache, post-traumatic stress disorder and depression outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, nausea, rash, vaginal haemorrhage, dental caries and urticaria had resolved and the abdominal pain, dysuria and bladder disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, dental caries, depression, dysmenorrhoea, dyspareunia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, post-traumatic stress disorder, rash, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaints). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("abnormal bleeding (general)") in a 30-year-old female patient who had essure (batch no: c91743) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bacterial vaginosis, vulvovaginal candidiasis, gravida ii, parity 2 and peptic ulcer. Concurrent conditions included vitamin d deficiency. Concomitant products included etonogestrel (nexplanon), medroxyprogesterone acetate (depo provera), progesterone (progesteron) and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dyspareunia ("painful intercourse"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant) and nausea ("nausea"). On (B)(6) 2015, the patient experienced mood swings ("hormonal changes ¿ mood swings") and urticaria ("rashes or skin conditions ¿ hives"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced urinary tract infection ("infection ¿ uti;bladder or urinary problems or changes/ constant uti"). On (B)(6) 2017, the patient experienced post-traumatic stress disorder ("post traumatic stress disorder") and depression ("depression"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), menorrhagia ("excessive and abnormal bleeding during menstruation/ abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dental caries ("dental problems-rotted teeth"), urinary tract disorder ("urinary problem") and bladder disorder ("bladder problem"). The patient was treated with acetylsalicylic acid; caffeine; paracetamol (excedrin migraine), azithromycin (azo), diphenhydramine hydrochloride, surgery (on (B)(6) 2017, she unserwent total hysterectomy) and tooth pulled. Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain lower, abdominal distension, female sexual dysfunction, dysmenorrhoea, fatigue, alopecia, mood swings, urinary tract infection, migraine, headache, post-traumatic stress disorder and depression outcome was unknown, the genital haemorrhage, dyspareunia, menorrhagia, nausea, rash, vaginal haemorrhage, dental caries and urticaria had resolved and the abdominal pain, urinary tract disorder and bladder disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bladder disorder, dental caries, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, post-traumatic stress disorder, rash, urinary tract disorder, urinary tract infection, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion: on (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received- new events abnormal bleeding (vaginal), depression, post traumatic stress disorder, abdominal pain, bladder problem, urinary problem, rash were added. Pt of tooth disorder updated to dental caries. Outcome of genital haemorrhage, menorrhagia, dental caries, dyspareunia, nausea, urticaria updated to recovered / resolved. Concomitant and treatment drug were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dyspareunia ("painful intercourse") and menorrhagia ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on (B)(6) 2017, she underwent total hysterectomy). At the time of the report, the abdominal pain lower, abdominal distension, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia and menorrhagia to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.